Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2013. A 4296 implantable pacing lead: (B)(6) 2013. (B)(4).